Manufacturer narrative:
E1: country: canada. E1: postal code: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the information provided states the device was used in a patient with a known sensitivity to latex. This is against the IFU and the most likely cause for their reaction. The product label located on the outside of the device container indicates "caution: this product contains natural rubber latex which may cause allergic reactions." The instructions for use state, "use of ligation bands is contraindicated in patients with a known hypersensitivity to latex." Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During a ligation procedure, the physician had used a cook 6 shooter saeed multi-band ligator or 10 shooter saeed multi-band ligator. It was reported that the patient had a reaction. At the time of this report, our attempts to collect additional information regarding the nature of the reaction and the patient outcome have been unsuccessful. While the complainant did not specify if the patient required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient required additional care.